Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a very calcified lesion in the lad. The device was inspected before use with no issues noted. Lesion was pre-dilated using 2 non mdt balloons and a sc euphora. It was reported that the physician attempted to advance the resolute onyx across the very calcified lesion and the stent was damaged due to the hardness of the calcification. Resistance was encountered, however no excessive force was used. The physician used another onyx device to complete the procedure. The physician removed the device successfully and noted the damage. No patient injury or other clinical sequelae reported for this event. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis. Kinks were evident on the hypotube, transition tubing and distal shaft of the returned device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 10th and 11th distal stent wraps with misaligned struts. Deformation was visible to the 14th, 15th, 16th, 17th distal stent wraps with misaligned and raised struts. Crimp impressions were visible on exposed balloon surface. There was damage visible to the distal tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.